Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during treatment, the aquabeam robotic system generated an "e22 - motorpack error". The aquabeam handpiece was replaced; however, the error persisted. A third aquabeam handpiece was used to complete aquablation therapy. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam handpiece without success. The treatment log files were reviewed and found that an e22 error occurred, confirming the reported event. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam handpiece/lot number 23c02976 was conducted. One (1) non-conformance issued to this lot for the aquabeam handpiece during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current user manual um0107-00 rev. B, aquabeam robotic system user manual, japan, english was reviewed. Table 5: system detected errors and faults. E22 ¿ motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.